Event description:
According to the reporter, during a robotic gastrectomy, when closing the insertion port of delta reconstruction, the reload was articulated to the left and was fired. The device was articulated significantly to the left, more than the usual twitching. After that, when trying to return to the neutral position, it did not become straight, so the center control was pressed to the right, straightened it and removed from the trocar. The surgeon, felt uncomfortable, and upon observing the abdominal cavity, discovered a metal fragment directly under the trocar from which the stapler was removed. The metal fragments were removed from the patient. The patient was checked with an x-ray and no other metal reactions were observed and so the patient was closed as is. When checking the cartridge, it appeared that the internal part of the articulated part was damaged.

Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu (lot # p4h0981); sigpshell, sig power sigpshell control shell (lot # n4f1684y); sigphandle, sig power sigphandle handle (serial # (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the returned adapter noted no abnormalities. Functional testing noted that the adapter was connected to the software, and the strain gauge was responsive. The adapter was connected to a medtronic representative clamshell and handle. The device calibrated correctly. A reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hangups or sluggishness. The adapter was able to be fired without any issues. The firing produced a firing force higher than acceptable levels. After firing, the adapter was reconnected to the software and no new errors appeared. It was reported that the device was difficult to straighten. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of the device had high firing force. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.